Event description:
Reportable based on analysis completed on (B)(4) 2013. Vascular access was obtained via the radial artery. The eccentric target lesion was located in a mildly calcified and severely tortuous left circumflex (lcx). The lesion was predilated with an unspecified balloon catheter. A 2.75x38mm promus element plus drug eluting stent was selected to treat the target lesion but was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patients' status is stable however, returned device analysis revealed the hypotube was broken.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was received in two sections as a result of a break in the shaft. The break was located at the proximal end of the hypotube at 17cm distal to the strain relief. A kink was noted in the hypotube at 1.1cm distal to the break site. It is noted that the break and kink are all consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).